Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. When the sgc was advanced within the left atrium, a cardiac tamponade was identified. The sgc was removed from the patient and the patient was transferred to the surgical department for treatment. The final mr remained unchanged, no clips were implanted. There were no clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. When the sgc was advanced within the left atrium, a cardiac tamponade was identified. The sgc was removed from the patient and the patient was transferred to the surgical department for treatment. The final mr remained unchanged, no clips were implanted. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on the information reviewed, a cause for the reported cardiac tamponade cannot be determined. The reported patient effects of cardiac tamponade, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was results of case-specific circumstances.there is no indication of a product issue with respect to manufacture, design, or labeling.codes removed: health effect- impact code: 4614.